Event description:
It was reported that the catheter burst during the balloon test. There was no patient complication as the event occurred before use.

Manufacturer narrative:
We received one model # d97140hf5 catheter for examination. The balloon was found to be ruptured at the center area of latex around circumference and the ruptured edges did not appear to match up, indicating a gap of missing latex. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.